Event description:
Account ran a fingerstick and a venous sample from a pt on the cell-dyn 1700. The fingerstick results were: rbc=3.2x10e6/ul, hgb=8.2 g/dl, hct=27.6%. The venous results were: rbc=3.2x10e6/ul, hgb=8.2 g/dl, hct=27.6%. The physician questioned the results. The venous sample was sent to a reference laboratory with the following results: hgb=12.4 g/dl, hct=36.0%. There was no impact to pt management.